Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue of the device not powering on due to water damage was confirmed. The fse performed external and internal inspection of the device and found the inside of device had extensive liquid damage.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has extensive water damage (cause of damage unknown) and the device does not power on which is attributed to the water damage. There was no reported patient involvement.